Event description:
It was reported that ¿something on the device broke¿ and was shocking the patient. This reportedly started about a year prior to the report, when the patient bent down. The patient went back to see her healthcare provider (hcp) to have her device checked. The ¿ratings¿ of the electrodes were reportedly ¿off¿ and ¿way too high¿. The reporter indicated that the patient had revision surgery to get it fixed. No additional information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 355531 lot# n328309, implanted: 2012 (B)(6), product type screening device product ID 3550-39 lot# n327372, implanted: 2012 (B)(6), product type accessory product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).